Manufacturer narrative:
(B)(4). Internal insulation abrasion under the svc shock coil was noted at 39.8-40.0cm from the connector pin. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance. (B)(4).

Event description:
It was reported that the patient presented in clinic after experiencing a vibratory alert. Upon interrogation of the device, the patient had experienced a vf, and the device aborted therapy due to low, out of range high voltage lead impedance. The device re-attempted to charge and successfully deliver the therapy. The lead was explanted and replaced. The patient was stable post procedure.